Event description:
Correction to b5 for information inadvertently left out of previous report:'the procedure was completed with a competitor device.'

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d9, h2, h3, h4, h6 and h11. Corrected field: b5 the device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found fractured insulating tip. Based on the results of the investigation, the most probable cause of the complaint is traced to expected or random component failure without any design or manufacturing issue. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the inner sheath, for (26 fr. Outer sheath, with a22085a) had a broken bakelite tip (ceramic tip). The event occurred before sedation for a therapeutic transurethral resection of the prostate procedure. No delay was reported. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.